Event description:
Philips received a complaint by the customer on the v60 indicating that the device had a screen malfunction. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the device has a screen malfunction and requested onsite repair. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. The customer provided the fse with a touchscreen. As a courtesy of goodwill, the fse installed the touchscreen and performed performance verification testing (pvt) per the manufacturing specifications. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.